Event description:
Customer reported being incoherent with result of 70 mg/dl obtained on the advantage system. Paramedics took her to the hospital and customer was treated with food and drinks. Customer was admitted to the hospital for 4-5 days. Requested return of suspect device and replacement was sent.